Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. This report is filed december 15, 2015.

Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to infection.